Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had issues while trying to pace a pt. No harm to the pt occurred.